Event description:
It was reported that the apollo posted a ventilator failure during use. The users continued the case with manual ventilation. There was no injury reported.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in a separate final report.